Event description:
It was reported that the patient's device alarm sounded and that they were brought into the clinic for device follow up. The physician noticed a spike in impedance readings for both the superior vena cava (svc) and right ventricular (rv) coils of the patient's rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Concomitant products: d384vrg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, there was a lead impedance out of range alert, and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013. Max svc defib and active can on impedances rise from an approximate baseline of 50 ohms the week ending (B)(4) 2013 to greater than 200 ohms the week ending (B)(4) 2013. (B)(4).

Event description:
It was further reported that at a subsequent follow-up appointment the impedance values were normal and stable. With shoulder movements some noise was observed.